Event description:
The customer reported that on (B)(6) 2011, erratic vitamin b12 results within the normal reference range were generated for a patient sample run on a unicel dxc 600i synchron access clinical system. The patient sample was run in triplicate, on the same instrument, with varied results. The erratic results were not released from the laboratory and there were no reports of patient death, injury requiring medical intervention or change to patient treatment attributed or connected to this event. Quality control (qc) level 3 results on the day of the event twice failed to meet specification, however the customer was ultimately able obtain acceptable results for this qc level. A system check on (B)(6) 2011 met established instrument specifications. There were no errors posted to the system event log during the timeframe of this event.

Manufacturer narrative:
Service was dispatched on (B)(4) 2011 and multiple visual and performance verification assessments were conducted. The field service engineer (fse) cleaned the wash wheel, adjusted the main pipettor alignments/ultrasonics and adjusted the pipettor temperature. A five replicate b12 qc assessment, routine system check, and high sensitivity system assessment were all found to be acceptable. Although the fse made a number of adjustments to the instrument, a definitive root cause for this event has not been determined to date.